Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and t1 implant cut from the suture and not returned, t2 was still in the channel ready to deploy. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the fast fix 360 assembly process, found the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Based on the available information, the complaint failure was low risk, therefore, the need for corrective or preventive actions is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure, the fast fix t2 stitch was missed and it did not go down, the entire suture was removed to look at it and a single peek was observed in the implant. T1 was removed from the patient. The procedure was successfully completed using a back-up device. There was a surgical delay less than 30 minutes and no further complications were reported.